Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when a cardiologist was doing an echocardiogram they noticed that the clearlink IV was infusing into the bed. It was further stated that the port appeared to be cut and was no longer attached. The tubing appears to have ¿unglued¿ from its port. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed that the tubing was separated from the upper portion of the second clear link y-site. There was a lack of solvent on the tubing. Dimensional testing was performed and revealed that the tube dimensions were within specification. The reported condition was verified. The cause was determined to be a lack of solvent applied during manual assembly of the device. Should additional relevant information become available, a supplemental report will be submitted.